Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive keypad anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and the customer was not able to clear it. The customer¿s blood glucose level was 80 mg/dl. Customer stated they did not press a button down for 3 minutes or longer. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.